Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm, front cover, rear case, left handle, latch spring, and left/right iui, and software servicing. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/05/2013 to present date 11/05/2020, and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to force accuracy test error of the tube drivearm syringe.

Event description:
It was reported that the device failed the force accuracy test. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed the force accuracy test. No patient involvement.